Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/10/2021. H.6. Investigation: sample and photo received for investigation, upon visual inspection foreign matter is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It was verified that the problem of dirt on the part comes from the use of hydraulic plastic injection equipment, which requires the presence of oils and greases and the materials used are non-toxic and food grade. Possible root cause is associated with a failure in the molding process. The equipment requires the use of oils and greases for its operation. When some operational or mechanical failure occurs, this material gets in contact with the product and is carried to the next process. This problem has the characteristic of being punctual and difficult to detect during routine inspections. It was detected that there are possibilities of improvement with the exchange of scrapers and installation of protection on the molds to prevent the parts from falling where there is grease. H3 other text : see h.10.

Event description:
It was reported that syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter: syringe dirty inside packaging, apparently represents having a black liquid inside.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 10ml s/su had foreign matter. The following information was provided by the initial reporter: syringe dirty inside packaging, apparently represents having a black liquid inside.